Event description:
It was reported that the patient died approximately 22 months following the implant of this implantable pulse generator (ipg) system. A cause of death was requested and not received. It was reported that it was unknown if the death was related to the device.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found. No issues were identified that required full a nalysis. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID: 5076-52, implantable pacing lead, implanted: (B)(6) 2011. Product ID: 5076-58, implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.